Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. At the visit on site history the field service engineer performed the service bulletin and changed the vacuum 2 values. The service bulletin was created to avoid docking problems caused by invalid vacuum pressure. The root cause for the reported problem are too tight limits of vacuum two. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A customer reported a vacuum too high error displayed during three laser treatments. All procedures were able to be started again and completed with no patient harm. Additional information received states that no other event details are known.